Event description:
I was reported that cadd legacy pump alarming high pressure, in the process of restarting pump, it was noted cassette was full. Previous pump reservoir volume was 98ml. It appears patient was without medication for 14 hours. Patient switched to back up. Infusion restarted without issue. Patient experienced dizziness and shortness of breath.